Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulty; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate the incident reported. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the found opening issues. In addition, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the incident reported.